Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the screen gets black and the alarm doesn't stop sounding; vent inop condition. Patient involvement unknown.

Manufacturer narrative:
The field service engineer (fse) evaluated the device, noted at power on the screen blank and the device beeps continuously. The fse ordered the power management pcba for replacement to resolve this issue. The determination could not be made that the device failed to meet specifications. The device was / was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. Due to no part returning for failure investigation the root cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(6).